Event description:
The medics from ambulance were treating a male patient (age unknown) who had been pulled from a swimming pool. The patient was not breathing and had no pulse. The medics attempted one defibrillation at 200 joules. The complainant alleged that the device either failed to charge or failed to deliver energy. The patient subsequently expired. After the alleged event, the ambulance service took their unit to their local hospital to be check by the biomedical staff at the hospital. They found no fault with the unit.